Event description:
Elevated blood glucose (500 mg/dl). Pt also stated that her cannula was kinked when she removed her infusion site, but the device did not give an occlusion alarm. Pt kinked her tubing and the device still did not produce an error message.